Event description:
It was reported that the patient presented to the hospital two weeks post implant with complaints of chest pain and shortness of breath. The right ventricular capture thresholds had increased. The patient had pericardial effusion and underwent surgical intervention for tamponade. Perforation was not confirmed. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.